Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed down, and the device could not be released. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.